Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient experienced an infection at the ipg pocket site. Antibiotics were prescribed to treat the course of the infection. As a result, surgical intervention was undertaken in (B)(6) 2024 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Dates of event and explant are estimated.